Manufacturer narrative:
(B)(4). The ventilator was evaluated and the customer reported condition was confirmed. To resolve the condition, the touch frame was replaced. The ventilator passed self-testing.

Event description:
It was reported that the ventilator displayed a screen block message. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Product analysis: a touch frame printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and areas of contamination on the pcb were found. The returned component was installed into a test ventilator for analysis; functionality testing was performed and no errors were found in the ventilator diagnostic logs. During extended self-test the ventilator generated an error code. An investigation was performed and the product analysis technician reported that the reported issue was verified and the root cause was isolated to the contamination. If information is provided in the future, a supplemental report will be issued.